Manufacturer narrative:
The devices involved in the event will not been returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model#: fa-77500-20 / lot#: not reported / dom: n/a / exp: n/a (qty.3).(B)(4).

Event description:
Information received from the aspire prospective registry, subject (B)(6). Treatment of a small unruptured fusiform aneurysm measuring 8mm that involved the entire midline basilar artery. The patient presented with neurological symptoms of headache and unstable walking without hemiparesis. The patient was on anticoagulant / antiplatelet medication prior to the procedure and was given heparin intra-operatively. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving four pipelines (5mm x 20mm, qty. 3; 5mm x 25mm). Post procedural angiogram showed a residual aneurysm. On 08 nov 2013, the patient underwent pipeline embolization re-treatment due to device migration and the aneurysm increasing in size. On (B)(6) 2014, the patient was retreated again with a different flow diverter. The patient condition was unknown and further information was not available.